Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0824 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the nurse that catheter placement was conducted on (B)(6) 2017. It was reported that during the early stages the use and maintenance of the catheter was smooth. However, the catheter could not be used for drawing blood nor for infusion during the second time of maintenance on (B)(6) 2018 and the maintenance procedure could not be completed. The catheter was not found to be blocked, however it could not be used normally for subsequent drug infusion, due to incomplete maintenance. The clinical head nurse pulled the catheter for replacement to assist the patient in later treatments. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse was unconfirmed as the problem could not be reproduced. One single lumen 4f powerpicc was returned for investigation. The catheter length extended to the 46 depth marker. Use residue is visible throughout the catheter. Material damage and longitudinal indentations were observed at the outer surface of the luer connector. Tactile evaluation revealed nothing remarkable. The returned sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The sample was pressurized and no leaks were observed. As the returned sample was able to be infused successfully, the complaint is unconfirmed, problem could not be reproduced. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs0824 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that catheter placement was conducted on (B)(6) 2017. It was reported that during the early stages the use and maintenance of the catheter was smooth. However, the catheter could not be used for drawing blood nor for infusion during the second time of maintenance on (B)(6) 2018 and the maintenance procedure could not be completed. The catheter was not found to be blocked, however it could not be used normally for subsequent drug infusion, due to incomplete maintenance. The clinical head nurse pulled the catheter for replacement to assist the patient in later treatments. There was no reported patient injury.